Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited far p over-sensing, failure to capture, drop in r-wave amplitude. Chest x-ray confirmed lead dislodgement. The right ventricle lead was explanted and replaced. Patient was stable.